Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the system controller and backup battery (ebb) were replaced on 27apr2023 due to a reoccurrence of a "replace backup battery" alarm. The backup battery was initially replaced, but the alarm persisted. The system controller was replaced.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a backup battery fault alarm was not confirmed. The submitted controller event log files contained data spanning approximately 3.5 hours combined (11:42:23 ¿ 12:55:51 on 13apr2023 and 11:40:26 ¿ 13:21:11 on 27apr2023 per the timestamps). The submitted controller periodic log files contained data spanning 57 days combined (1:04:30 on 02mar2023 ¿ 12:55:17 on 27apr2023 per the timestamps). No backup battery fault alarms were captured in the log files. The pump appeared to operate as intended at the set speed throughout the log files. It was reported that the issue was resolved by exchanging the system controller. No product was returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the backup battery fault and low flow hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 instructions for use section 2 "system operations" explains how to replace the system controller and how to replace the system controller backup battery. Section 5 ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.